Manufacturer narrative:
The powerflex pro was inserted into the patient and delivered to the lesion for post-dilation of an unknown stent. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. However, it ruptured at 5-6 atm. The physician couldn¿t apply the pressure anymore and found the leakage of the contrast media from the balloon. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). The balloon was changed to another non-cordis balloon (same size) and a smart was deployed. The procedure was finished successfully. There was no reported patient injury. The product was clinically used. And it will not be returned for analysis. Concomitant devices: replacement balloon: lacrosse nse, goodman. (B)(6).

Event description:
As reported, the balloon of a 6x40mm powerflex pro pta catheter ruptured at 5-6 atmospheres (atm). Another balloon was used to complete the procedure. There was no reported patient injury. The patient was a male but his age was unknown. The target lesion was the left iliac. The lesion was heavily calcified and mildly tortuous. For the procedure, a 6x40mm powerflex pro pta catheter was opened. There was no difficulty removing the product from the hoop or removing the stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflation device were unknown. An approach was made from left common femoral artery (cfa). It is unknown if there was difficulty advancing the guidewire to the lesion.

Manufacturer narrative:
Please note that the following information was inadvertently left out in the initial report submitted on february 17, 2016: the device will not be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the balloon of a 6x40mm powerflex pro pta catheter ruptured at 5-6 atm (five to six atmospheres). Another balloon was used to complete the procedure. There was no reported patient injury. The procedure was finished successfully. The patient was a male but his age was unknown. The target lesion was the left iliac. The lesion was heavily calcified and mildly tortuous. For the procedure, a 6x40mm powerflex pro pta catheter was opened. There was no difficulty removing the product from the hoop or removing the stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflation device were unknown. An approach was made from left common femoral artery (cfa). It is unknown if there was difficulty advancing the guidewire to the lesion. The powerflex pro was inserted into the patient and delivered to the lesion for post-dilation of an unknown stent. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. However, it ruptured at 5-6 atm. The physician couldn¿t apply the pressure anymore and found the leakage of the contrast media from the balloon. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). The balloon was changed to another non-cordis balloon (same size) and a smart stent was deployed. There was no reported patient injury. The product was not returned for analysis. A device history record (DHR) review of lot 17275872 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification and mild tortuosity may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.